Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Additionally, investigation revealed that the audio bolus button cover and slug were missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the bolus button slug was missing. This report is made based on results of investigation completed on (B)(4) 2015.